Event description:
Incident reported as: during the procedure, the surgeon threw the capio suture and when the capio came back, the bullet was in the capio device, but had come free from the suture in the pt and was retrieved. The case was completed without pt injury. No required intervention reported.

Manufacturer narrative:
No additional info available at time of this report. Sample unavailable for eval. A follow up report will be filed at completion of the investigation.